Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned not sufficient test strips sample for evaluation. Note test strip-UDI#:(B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 120 to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 82 and 88mg/dl. The test strip lot manufacturer's expiration date is 10/14/2017 and open vial date is 11/03/2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6).